Event description:
The customer reported biased quality control results for phyt during a precision test on their vitros 950 system. Biased results may lead to inappropriate physician action. No pt sample results were reported. There was no report of pt harm as the result of this event.